Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the power failure was due to a printed circuit board failure (g1 board). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed the reported issue was due to a gi board failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating, when the power switch of the high-definition lcd monitor was turned on, after taking power directly from the alternating current (ac) outlet, the power lamp does not light green, and the power did not turn on. There was no harm or user injury reported due to the event.